Manufacturer narrative:
Medwatch sent to FDA on 7/11/2016. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of patient problem/medical problem: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Haematomas, induration or nodules at the injection site. Staining or discolouration of the injection site. Poor effect or weak filling effect. Cases of necroses, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injection shave been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable effects associated with injection of juvéderm volbella with lidocaine must be reported to the distributor and/or the manufacturer."

Event description:
Patient reported hearing of patients from other clinics having been injected with juvederm volbella with lidocaine. These patients had unspecified reactions ranging up to 2 years after injection. The patients were recommended to remove the product with hyaluronidase. It is not known how many patients there were and how many clinics were heard from.